Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the unit shut down while she was traveling. She reported that there were no displayed error messages, audible or visual alarms. She stated that she did not have a back-up unit during the time of the event. The patient was taken to the hospital by friends she was traveling with and admitted for 1 week. She claimed that she suffered from shortness of breath, and diagnosed with blood clots in her lungs, pneumonia, covid, sinus infection, and progressive copd. The patient reported that her treatment included heparin drip, antibiotics, steroids, breathing treatments, o2 @ level 3 and increase to level 4 as needed. The patient states that she is feeling much better now. She is being followed by her primary physician as her conditions continue to resolve. She stated that she has not received her replacement unit yet as she is still traveling and expects to be home in a couple of days. She will call customer service to have the unit delivered.